Manufacturer narrative:
The information being reported was found in a journal article titled "enhanced early outcomes with anterior supine intermuscular approach in total hip arthroplasty". J. Bone joint surg am, 2009;91(suppl 6):107-120. Current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the revision mentioned in the journal article. (B)(4).

Event description:
Information was received based on review of a journal article referencing a retrospective study of hip procedures that took place between (B)(6) 2006 and (B)(6) 2008 utilizing taperloc microplasty femoral components. The article indicated that an irrigation and debridement procedure was subsequently performed due to superficial wound infection. No further information has been provided to date.